Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient thinks that their implant will only charge to 60% and that it takes at least 4 hours to get there. Rep to meet with the patient to determine if the patient is seeing correct information. Troubleshooting could not occur due to lack of access to product. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the cause of charging taking 4 hours and only charging to 60% was that patient did not have his remote fully charged when charging the implant. Patient was instructed to fully charge remote and to charge it each night before charging his implant. It was unknown if the issue was resolved. Patient's weight was unknown. The provided information was confirmed with the physician/account. No further complications were reported/anticipated.